Event description:
We were informed that this pt reported to the ER with cellulitis of the ICD area. Antibiotics were administered. No additional info is available at this time. Should additional info become available, this event will be updated.